Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the motor controller pcba adc failed. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #: 2031642-2018-01251.